Event description:
It was reported, a patient with a non-MRI compatible device had undergone an MRI. Following the MRI, the device was in back up mode without high voltage therapy. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.